Manufacturer narrative:
Awaiting the return of the device. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Device/procedure outcome: procedure - no information available. Patient outcome: f26: no health consequences or impact. Event description: per (B)(4), it was reported that: the wire insulation is peeling off. Patient condition: complication: none severity of tortuous: severity of calcification: ivus used: percentage of stenosis: was the lesion pre-dilated: if yes, please specify type and size of balloon: event date: (B)(6) 2026. As reported device codes: 1103: coating issue. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Event description:
Device/procedure outcome: procedure - no information available. Patient outcome: f26: no health consequences or impact. Event description: per (B)(4), it was reported that: the wire insulation is peeling off. Patient condition: complication: none severity of tortuous: severity of calcification: ivus used: percentage of stenosis: was the lesion pre-dilated: if yes, please specify type and size of balloon: event date: (B)(6) 2026. As reported device codes: 1103: coating issue. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer returned the guidewire a visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The ribbon was fractured on the distal end. There was 1.3cm of ribbon protruding from the coil at 2.2cm from the distal end and there was a bend at 2.9cm from the distal end. The fractured portion of the ribbon behind the distal weld was not visible, permission to deconstruct was granted from the customer. The ribbon broke at 0.4cm from the distal weld. There was evidence of necking at both ribbon fracture points, suggesting that this fracture is due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damage was noted on returned guidewire. The initial classification was reported as "functional: coating issue" however, upon further analysis, no defects consistent with a "functional: coating issue" were identified. The classification as investigated was determined to be "damaged: fracture/shear". At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.